Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-1284. It was reported the pt was experiencing some slight pocket heating after 30 minutes of charging. A replacement charger was sent to the pt to address the issue and he was advised to charge for shorter intervals more frequently to alleviate the pocket heating. Follow up info identified the issue is now resolved.